Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed dried body fluid present under the seals of ring 3. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device underwent hdx testing. The device was soaked for 30min during which it went through multiple ablation/agitation cycles. No temperature, tracking, recognition, or communication issues observed. Noise testing in ablation condition exceeded current device specifications, where peak to peak values were less than 0.4 mv. Maximum values of about 1.31 mv peak to peak were observed in abl 1-2 bipole. X-ray showed an abnormal twist of the magnetic sensor wires in the proximal shaft approximately 53.5cm from the tip. The proximal shaft was dissected in the area of the abnormal twist in the magnetic sensor wires. The outer layer and the metal mesh of the shaft were removed leaving the plastic wrap under the mesh intact. Moisture drops were noted inside the plastic wrap indicating fluid ingress, see images #6 and 7. The plastic wrap was then removed, and it was noted that the insulation on the sensor gold wire at the abnormal twist was missing and the wire had experienced rubbing damage. The coating of the guide coil is damaged in the same location. The distal end was dissected and evidence of fluid ingress was present; dried saline was in the interior of the shaft.

Event description:
Reportable based on device analysis completed on 27sep2019. It was reported that the catheter was noisy, had tracking issues and temperature sensing issues. During an ablation procedure with an intellanav oi catheter, the catheter showed no problems, at first. Later during the procedure, the catheter showed noise on signals when curve of catheter was challenged. The noise on signals then disappeared, but after this challenging of the catheter the temperature sensing was incorrect. It sensed too low. Also, the display of the catheter on the rhythmia system was not stable. The physician took out a new catheter and then everything was fine again. No patient complications occurred. However, device analysis revealed dried body fluid present under the seals of ring 3 and evidence of fluid ingress.